Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for stopper pop off with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
Material no. 367856; batch no. 9220449. It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes blood was taken into a tube fine, but 30 seconds later the stopper popped off and blood went everywhere. The following information was provided by the initial reporter: called reported that a nurse took some blood from an IV into a syringe and transferred it into a edta tube, she states the vacuum was fine but 30 seconds later the stopper popped off and blood went everywhere. She states there was no exposure, however it was just messy and patient had to be redrawn, no patient identifier was provided. The incident happened on (B)(6) 19. She does have samples to return for evaluation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367856, batch no. 9220449. It was reported that during use of the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes blood was taken into a tube fine, but 30 seconds later the stopper popped off and blood went everywhere. The following information was provided by the initial reporter: called reported that a nurse took some blood from an IV into a syringe and transferred it into a edta tube, she states the vacuum was fine but 30 seconds later the stopper popped off and blood went everywhere. She states there was no exposure, however it was just messy and patient had to be redrawn, no patient identifier was provided. The incident happened on (B)(6) 2019. She does have samples to return for evaluation.